Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of 708945 showed no other similar product complaint(s) from these lot numbers.

Event description:
Nurse reported to sales representative that allegedly, today when placing an accu cath, the catheter allegedly sheared inside of the patient. Supposedly, an x-ray was reportedly taken to show the alleged catheter break. Patient is said to be receiving a surgical consult today for removing the catheter.